Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history and black box showed now errors or alarms related to the complaint. The pump powered on appropriately and performed a rewind, load, and prime sequence successfully. The pump was exercised for 24 hours with no alarms occurring. A 10 unit normal bolus and a 10unit audio bolus were successfully performed and were accurately recorded to the pump histories. A 10unit combo bolus with a one-hour duration was performed; the home screen correctly showed ¿bolus active¿. The pump was checked half-way through the one hour duration and ¿bolus active¿ remained displayed on the screen. After the combo bolus was completed, the bolus history correctly recorded that the bolus had been completed. There was no evidence of cancelled boluses found in the pump history. The keypad buttons were inspected and no hypersensitivity was observed. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that when she programmed a combo bolus with the pump, the home screen would show the progress of the bolus for half the duration but then would not show the rest of the duration progress on the home screen. Customer technical support reviewed the pump with the reporter and found that all boluses had been completed; no cancelled boluses were found. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.